Event description:
Reporter stated that system stopped working during procedure; had no flow. Had to do ecce and vitrectomy to complete case. Pt has corneal edema, tearing and irritation. Vision is 20/40 and improving slowly with time.